Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported the clip of the device could not open at the jaw during an endoscopic gastroduodenal surgery.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800265 was manufactured on 06/18/2018 a total of 288 pieces. Lot was released on 07/04/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. However, resistance was felt upon engaging the trigger and at this time, the next clip protruded from the channel. Another attempt was made and again no clip fired , and resistance was felt. A third attempt was made , and the next clip was unable to load properly. A broken hook also fell out of the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The proximal end of the feeder was bent due to the clip stacking. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. Non-conformance 60047180 has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "not opening" was confirmed based upon the sample received. One sample was returned. Upon functional inspection, no clip fired on the first attempt. However, resistance was felt upon engaging the trigger and at this time, the next clip protruded from the channel. Another attempt to fire was made and again no clip fired , and resistance was felt. A third attempt to fire was made and the next clip was unable to load properly. A broken hook also fell out of the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The proximal end of the feeder was bent due to the clip stacking. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported the clip of the device could not open at the jaw during an endoscopic gastroduodenal surgery.